Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has episodes of noise on rv and shocking egram. The local guidant representative was able to reproduce the noise by having the patient press his/her palms together. When reviewing the egrams the rep can see the noise; however the device didn't detect it. When reviewing a true ventricular fibrillation (vf) episode, noise was recorded and looks similar to the non-detected noise. The daily measurements are all stable. Automatic gain control (agc) is programmed to nominal in rv and least in ra. The patient has felt dizzy in the past. ,